Manufacturer narrative:
Super poligrip comfort seal strips are manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of choking in a (B)(6) male patient who received polyethylene oxide + sodium carboxymethylcellulose (super poligrip comfort seal strips) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect products for the nonserious events of product complaint and device misuse included super poligrip original denture adhesive cream, super poligrip ultra fresh denture adhesive cream, super poligrip free denture adhesive cream and super poligrip extra care with poliseal. On an unknown date, the patient started super poligrip comfort seal strips. At an unknown time after starting super poligrip comfort seal strips, the patient experienced choking, gagging, vomiting, difficulty breathing, device misuse and product complaint. This case was assessed as medically serious by gsk. Treatment with super poligrip comfort seal strips was discontinued. At the time of reporting, the events were resolved. He reported a product complaint for the super poligrip comfort seal strips of not holding as "they slip off at a moment's notice." Because the comfort seal strips slipped off of the denture, he began choking and gagging then continued to make himself gag until he threw up the strip. The consumer did not seek medical attention for the event of choking. He confirmed that he took care of the event himself and was fine after he threw up the strip. He discontinued the use of the comfort seal strips. The consumer reports using super poligrip ultra fresh, super poligrip free and super poligrip extra care. He reports a product complaint of not holding on all variants and device misuse on all variants because he had to apply the adhesive more than once a day . He is currently using the super poligrip original and reports device misuse of applying the adhesive more than once a day and a product complaint of not holding.